Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis approximately three years prior to the call. Blood glucose level at the time of admission was over 600 mg/dl. The customer reported being treated with an intravenous drip, fluid, and insulin injections. The customer will not return the device for analysis.